Event description:
It was reported that during a gastric sleeve procedure, after the device was fired, it was noted the inner row of staples on the patient side were malformed. The staples looked like goal posts. The staple line was oversewed to complete the procedure. This occurred on the first firing with a black cartridge. The surgeon was worried about stricture due to location. There was no patient consequence or change in post-operative care for the patient at this time.

Manufacturer narrative:
(B)(4). Additional information: conclusion: based on the video evidence, the belief is that the complication may have been the result of deck deflection which results when the compression forces become large enough to cause the metal cartridge channel to roll outward. Hands on analysis may provide the evidence required to confirm this video and photo analysis conclusion. The hands-on analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4).